Event description:
It was reported that after a sleeve gastrectomy procedure that the patient returned to the hospital throwing up parts of the staple line reinforcement and some staples. Patient scheduled for an upper gi. Currently unaware of any leaks. Patient is currently doing ok.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information: patient having a cat scan scheduled. Patient is currently at home but experiencing back pain. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long after the initial procedure did the patient return to the hospital? Are there any photos available of the fragments expelled? Was there any medical or surgical intervention for the patient? Are the results of upper gi and cat scan available? Does the surgeon imbricates and over sews the staple line?.